Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for failure to advance, difficult to remove, or stretched tips from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, non-calcified, proximal left anterior descending artery. The balance middleweight universal ii guide wire was unable to cross the lesion and after retraction of the guide wire from the anatomy the guide wire coils were observed to be stretched; however, still tightly wrapped around the core. Resistance was felt during retraction of the guide wire from the anatomy. The guide wire was exchanged for a balance middleweight universal ii guide wire and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.